Event description:
It was reported that, "pt presented with thigh pain, cobalt chrome blood levels were 10.2. After explant, surgeon notice a cyst in the groin area. He excised it and did stat cultures which came up negative."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.